Event description:
Clinical study. Same case as 2134265-2008-02020. It was reported that 189 days after a coronary stenting treatment procedure, the pt required a target vessel reintervention (tvr). In 2006, the pt was hospitalized for cardiac pain. Pt had a restenosis in the taxus liberte stent implanted in 2006 in the left anterior descending (lad) artery, a new pci on prox lad that was 95% stenosed. The physician placed a 3.00x16mm liberte stent in the target lesion. The distal lad was stenosed at 80% and treated with a liberte stent. Another lesion in the prox lad is stenosed at 60% and treated with a 2.75x20mm liberte stent. In 2007, the pt was hospitalized for cardiac pain. Pt had a restenosis of the distal lad 70%, balloon angioplasty was performed. He had a stenosis 70% of prox and mid lad, a new pci with non bsc stent was performed.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.